Manufacturer narrative:
Date of event estimated. Exact explant date unknown. Further information requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-01250, 1627487-2020-01249, & 1627487-2020-01248. It was reported the patient¿s entire dbs system was explanted in (B)(6) 2019 due to an infection. Postoperatively, the patient was on antibiotic therapy and the infection has been resolved.

Manufacturer narrative:
Related manufacturer reference# 1627487-2020-01415 should have been included in the series of reports.

Event description:
Related manufacturer reference# 1627487-2020-01415.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.